Manufacturer narrative:
The pump, s/n: (B)(4), was received and tested. The reported failure mode was confirmed. During evaluation it was noted that there was damage to the pcba. The damaged parts were replaced. The pump was retested and passed all functional test. Service history record was reviewed, this device was manufactured in 2014. This is the second time this device was returned for service. Pump was 100% at the time of last release on 11/22/2017. The reported event was determined to be caused by customer mishandling of the device. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported that the device was issuing out too much volume.